Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the universal cannula seal to perform failure analysis. An RMA was not issued for return as the customer reported that the accessory was disposed. The complaint was not confirmed by failure analysis since the product was not returned. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review didn¿t show any related errors, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a universal cannula seal was used but when the robot moves with the gas line connected the connection part had been damaged. The customer moved the gas line to another seal and closed the valve. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the customer confirmed that the universal seal valve completely broke off and the issue caused a rapid loss of insufflation. The issue did not cause a patient injury. The product was discarded after the event.